Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 307 in the logs and replaced the master tool manipulator right (mtmr) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed. Failure analysis confirmed but could not replicate the reported issue. Upon logs review, the following error codes were found: 25730, 32125, 25732, 32126, 32097, 307,17 and 32. A visual inspection was performed, and no physical damage was found. The unit was placed on in-house system and passed. No errors were triggered. The unit was then placed onto another platform to perform fitness tests and 1-hour sine cycle. The unit failed tests which were unrelated to the field complaint. Recalibrations of the mtmr were performed, and the unit passed the tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors of slip ring, o-ring, rotor constraint, and lower frame of the mtmr.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer encountered a fault on the right master tool manipulator (mtmr) and power cycled system. The technical support engineer (tse) reviewed the system logs and noted 307 faults pointing to the mtmr. The tse advised the customer to disconnect the faulting surgeon side console (ssc) if necessary. Later, the customer called back to report that the issue occurred again in the same procedure after power cycling the system. Control was transferred from the secondary ssc back to the primary console to continue the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the second ssc was not usable.